Event description:
The hospital reported that during an endoscopic vein harvesting procedure, an unusual amount of smoke was noticed inside of the pt's leg while using the hemopro device. When the hemopro was removed from the patient's leg, the tips of the device were observed to be glowing red. The device was immediately unplugged and removed from the field. A replacement device was used to complete the procedure with the same cord. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).